Manufacturer narrative:
(B) (4). The ge service rep replaced the igbt pcb. The system now operates as intended.

Event description:
The customer reported that the system did not xray. No pt injury was reported.